Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during testing their device would intermittently not detect that a therapy cable was connected. The biomedical engineer further advised that if he moved the cable near the device's therapy connector assembly that the device would provide a "connect cable" message, indicating that the cable was not being detected. As a result, defibrillation therapy may not be possible, if it were necessary. The biomedical engineer confirmed that this issue occurred with more than one therapy cable, indicating the issue was with the device and not the cable itself. There was not patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy connector assembly and determined that the cause of the reported issue was socket 1.  Socket 1 was spread open which resulted in an intermittent electrically open connection to the therapy cable. (B)(4).